Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have decided to remove the device from service and not seek any evaluation. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was no longer powering on. The customer indicated that the lid latch assembly appeared to have a crack and when the on/off button is pressed, there is no device response. There was no report of any patient use associated with the reported issue.